Event description:
As reported: tract deployment of device. The device was removed and another one deployed. Additional information received stated that the device came out as it was not deployed deep enough. The device came apart and the anchor was stuck in tract. Due to it being stuck, the surgeon had to stick his finger in and maneuver it out. The anchor was pulled out and another device was used and had a perfect deployment.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. A device lot history record review could not be performed as the lot number for the impacted device was not provided. Based on the information submitted, following a tavr, an 18f manta was deployed for closure in the right common femoral artery. Arteriotomy was noted as 9.0mm, with little distal calcification and a deployment depth measurement of 8.5cm + 1cm. Following deployment of the device, it was pulled out of the vessel and came apart. The anchor became caught in the vessel and had to be removed by the physician. A second device was deployed at 9.5cm + 1cm with no complication and closure was successful. Based on additional information received it appears that the initial manta insertion depth was incorrect. The IFU was reviewed and lists failed hemostasis and access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as possible adverse events. Risk documentation was reviewed, and this is a known risk of the device.